Manufacturer narrative:
Source-published article-lepantalo m et al., ptfe bypass or thrupass for superficial femoral artery occlusion? A randomised controlled trial, eur j vasc surg (2009), doi: 10.1016/j.evjs. 2009.01.003. Attempts to gain information is currently in process. The investigation is in process, pending the receipt of additional information related to the reported reintervention. See scanned pages.

Event description:
During the review of a published article, a gore viabahn endoprosthesis was reported to have occluded less than 30 days post implant. A reintervention procedure was performed to address the graft occlusion.